Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer, instructed by technical support, cleaned the pump's pneumatic tap area with an alcohol wipe or lint-free cloth. After reloading the cartridge, the issue was resolved, and the customer successfully resumed insulin administration.